Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. It is unclear if use-error (the application of tissue tension) was involved during firing of the stapler instrument. A follow-up MDR will be submitted if additional information is obtained. Per the endowrist stapler user manual, the following general warning and caution is stated: warning: eliminate tension when stapling on vasculature, as the seal may be compromised. On 07-aug-2018, an isi field service engineer (fse) performed a field evaluation at the site. The fse noted that the site called to report that a patient had passed during surgery. According to the fse, the site stated that the patient¿s death was not due to the system. However, the site¿s safety officer would not allow them to use the system again until isi verified it. The fse arrived onsite, reviewed the logs, and found no issues. The fse test drove the system and found no issues. The fse verified that the system was ready for use. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue related to the customer reported event, and logged events are in line with normal system functionality. A review of the instruments used in the case has found that, as of the date of this report, no additional complaints related to this event were found. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the pa allegedly tore/ripped after a fellow fired a stapler instrument. It is unclear if there was tissue tension when the stapler instrument was fired. Although there is no allegation that an isi device malfunctioned, the cause of the operative complication is unknown. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, the primary surgeon stepped out of the surgical room towards the end of the case. While the primary surgeon was away, a fellow reportedly fired a stapler instrument on the pulmonary artery. A scrub tech had mentioned that when the stapler instrument was fired, there was tension on the tissue. Immediately after firing the stapler instrument, the pulmonary artery (pa) allegedly tore/ripped. The surgical staff started chest compressions; however, the patient subsequently expired. At the time the complaint was initially reported, the root cause of the operative complication was unknown. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On 24-aug-2018, an intuitive surgical, inc. (Isi) clinical sales representative (csr) provided the following follow-up information regarding the reported event: the surgical procedure was not recorded on video. The surgeon/site believes the cause of the vessel injury was ¿excess tension applied by the fellow¿ and it was ¿not a robot issue.¿ the target tissue was lung tissue. There was no tissue bunching when the stapler instrument was fired. There were no errors/messages when the stapler instrument was fired.